Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device is heavily worn with nicks and scratches and has a significant amount of cement and on-growth on the mating surface. Two worn inserts were also returned with the device. The device was manufactured in 2016. The medical investigation concluded that this complaint from the united states reports a revision of a knee secondary to the baseplate coming loose. The baseplate was replaced with a journey ii cr insert. X-rays were provided for review and support the finding of loose baseplate; however, they do not reveal the cause of the loosening. With the submitted x-rays, the surgeon stated the issue was ¿not fault of device¿. Smith and nephew has not received adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The impact to the patient beyond the surgery and recovery cannot be determined. The root cause of the loosened baseplate cannot be concluded with the information available. A dimensional inspection was attempted but the device has too much cement and on-growth on the mating surface to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/sizing issue, a traumatic event or bone degeneration. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to the tibial baseplate coming loose. The xr baseplate was removed and was originally put in on (B)(6) 2017.